Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's father called to report that the insulin pump alarmed motor error. The blood glucose reading is 401 mg/dl. Customer has treated with manual injection. Caller stated that his daughter was hospitalized due to high blood glucose. Nothing further reported.